Manufacturer narrative:
Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was instructed to go to the emergency department due to low flow alarms. In the emergency room at 0355 am the pump produced the low flow alarm with no flow. An echocardiogram in the emergency room showed left ventricle (lv) was big and aortic valve (av) was opening every beat. The pump reportedly sounded good. The patient¿s hemodynamics were reported as acceptable with no evidence of hypertension (htn). The lvad clinician suspected possible outflow graft (ofg) twist. The patient¿s system controller was exchanged with no improvement. The patient was taken to the operating room on (B)(6) 2019. While the patient was being draped pulseless electrical activity (pea) was noted and chest compressions where initiated for approximately 2 minutes. After the pump was dissected out through a median sternotomy the physician discovered a complete twist in the outflow graft at the distal end of the bend relief from the attachment to the pump. The pump was turned off and the outflow graft was clamped above the twist to prevent any clot movement. The outflow graft was disconnected from the pump and a solid clot was noted in the outflow graft. The outflow graft was removed distal to the twist. Approximately 1 cm of graft was left and bled back from the aorta. The physician decided to do a complete pump exchange due to the extensive clot in the outflow graft and the pump having no flow through it for approximately 12 hours. A heartmate 3 pump exchange was performed off cardiopulmonary bypass (cpb) and the patient was moving all 4 extremities on command post-operation. No further information was provided.